Manufacturer narrative:
A visual evaluation of the returned device found that the stent was flattened for approximately 0.5cm on both ends. Based on the event information, the issue was identified during unpacking and outside the patient. The stent was most likely crushed over time possibly due to some handling aspects of the device during shipping or storing. During manufacturing, the devices are 100% inspected for device functionality and integrity. Therefore, the ¿handling damage¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was found to be flattened while unpacking the device at the hospital. According to the complainant, the issue was noted while unpacking the device upon delivery from bsc. There was no patient or procedure involved. The complainant attempted to advance a guidewire through the stent, but due to the stent being flattened, the guidewire would not advance. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Reported event of "stent flattened." The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was found to be flattened while unpacking the device at the hospital. According to the complainant, the issue was noted while unpacking the device upon delivery from bsc. There was no patient or procedure involved. The complainant attempted to advance a guidewire through the stent, but due to the stent being flattened, the guidewire would not advance. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.